Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced blockage in the tubing. The site was patient's abdomen. No further information available.